Event description:
It was reported that the patient's implantable pulse generator (ipg) was suspected of early battery depletion. The patient was reprogrammed to lessen the drain on the battery until an ipg replacement could take place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).